Manufacturer narrative:
Additional data: b.5.

Event description:
Per healthcare professional, "it's hard to determine a full recovery." The last day medication was taken (15 days post symptom apparition) will be considered the recovery date if patient does not visit the hospital in the future.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1.1 cc juvéderm® volift® xc in the lips. 3 months later, patient experienced ¿swelling, heat sensation¿ in the lips. Patient treated concomitantly in the forehead with another unspecified product. Treatment included dexamethasone, pheniramine im, and solondo pheniramine rebacure 1t tid for 5 days. Condition improving. Symptoms ongoing. Unspecified permanent injury mentioned.